Event description:
It was reported that a fault message was obtained while a physician was trying to perform systems diagnostics on a pt's device. The pt was at the physician because the caregiver believed that there was something wrong with the device. The physician did not attempt to perform systems diagnostics again. During the examination, he noted that there was some swelling at the generator site and gave the pt a prescription for antibiotics. Good faith attempts to obtain additional information regarding the exact issue with the pt's generator as well as programming and device diagnostic history have been unsuccessful to date.